Event description:
It was reported that the patient has had the device for six weeks but on (B)(6) 2020 the device stopped working. The patient stated that he tried to power down the device but could not do it because the power button was not powering down the device and the arrow button made the device go from stand by to welcome but then it went back to standby. No further information is available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable cause could be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.